Event description:
On (B)(6) 2013, a patient's dad contacted our firm reporting a product quality issue and was seeking replacement contact lenses (cl) and his daughter experienced "a serious eye infection" and "ulcer" for which she received aggressive antibiotic treatment. Our firm spoke with the treating eye care professional's office and was told the pt's issue was related to improperly caring for and over-wearing cl. The following was reported: on (B)(6) 2014 - pt presented to the doctor's office for the first time, c/o od pain photophobia and redness that started on (B)(6) 2014. She reported having removed the cl immediately and self treating with tobramycin "pink eye drops" four times a day. Sle revealed inflammation, 2+ cells, a cu superiorly located and infiltrates. Cyclogel was used to dilate the pupil. The treatment regimen included besivance qhr, then q2hrs on (B)(6) 2014 and ciloxan gel qhs; the pt was instructed not to wear cl. On (B)(6) 2014 - the pt returned feeling better and the ulcer and photophobia were better. Sle revealed decrease in cells and inflammation; cyclogel was instilled to dilate the pupil; prednisone forte bid added. On (B)(6) 2014 - pt returned, no light sensitivity, and slight discomfort. Sle revealed decreased redness and fading infiltrate, besivance decreased to quid. Pred forte increased to qid, ciloxan continued. On (B)(6) 2014 - pt returned no pain or photophobia. Sle revealed a faded inactive corneal infiltrate, small scar superiorly out of visual axis and redness subsided. Pt instructed not to wear cl until cleared by the prescribing ecp. On (B)(6) 2014 - the prescribing ecp's office stated the pt was seen (B)(6) 2014 and cleared to resume cl wear. The pt was on a 2 wk. Replacement schedule; the wear schedule was unknown. Prod. Has been discarded by the pt. Lot b00fz4l was placed on hold for package integrity testing. It was released after all testing requirements were complete and met the requirements of the protocol. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. MDR reportable event trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed. Device discarded by user, unable to follow-up .